Event description:
Additional information received via email. Error detected during yearly preventative maintenance (pm). No patient involved.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. One device was received. A visual inspection noted the tank cover was cracked. Performed functional tests. Could not duplicate or confirm the customer complaint. A manufacturing device history record (DHR) review was not performed because there was no indication of a manufacturing defect during the investigation. A service history review identified this device has not been in for service previously. The float switch was replaced as a preventative measure and replaced the cracked tank cover. Performed preventative maintenance (pm).

Event description:
It was reported that the float switch was not working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.